Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4). Complaint investigation of the reported event has been finalized. The device control pc(printed circuit)board was replaced and returned for investigation. The reported technical error alarms were reproduced during our laboratory test. The log review indicates a corruption of data which causes the breathing subsystem to reboot. How the control pc board got in this condition has not been established by this investigation. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes, indicating communication error. There was no patient harm. (B)(4).